Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. However, the insulin pump was received with cracked case at the reservoir tube lip, cracked battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer stated that the insulin pump was stuck in the set reservoir process. The customer tried with 2 different reservoirs and tubing. Blood glucose value was 9 mmol/l. The insulin pump would be replaced and returned for analysis.